Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
The patient is pursuing a product liability claim arising out of the use of the nexgen cr-flex femoral component and a nexgen mis tibial component. The patient also has a tm patella. All components were implanted on (B)(6) 2012. Due to alleged pain and injury, the patient was revised of their femoral and tibial component on (B)(6) 2012. It is unknown if the tm patella was revised as well. Note that the nexgen cr-flex femoral component and the nexgen mis tibial component are of zimmer (B)(4) design control. The tm patella is of zimmer biomet tmt design control.